Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0875 inches. No low battery alert, replace battery alert or replace battery now alarm noted during testing. Power problem-battery loss not confirmed during testing. Power problem-charge/battery lasts less than expected not confirmed during testing. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. However, the customer experienced an unexpected power loss of less than 7 days per the pump history records listed below. In further checking of the pump history records: battery cycle 1.0 received the lowbatteryalert (104) on (B)(6) 2025 19:31:00 after more than 7 days at 11.28 days. Battery cycle 2.0 received the lowbatteryalert (104) on (B)(6) 2025 12:05:01 faster than expected at 6.55 days. Battery cycle 3.0 received the lowbatteryalert (104) on (B)(6) 2025 22:47:01 after more than 7 days at 12.97 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at the battery tube side, cracked case at corner of the belt clip rail and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. No damage noted on the battery cap. Unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date (B)(6) 2025 listed on smartsolve due to insufficient data in the trace/history files. Perform the history review 1 week prior to the event date (B)(6) 2025 in the pump history file and found 4 no delivery alarms on (B)(6) 2025 (during basal) and 3 lost sensor alert on (B)(6) 2025. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.7 mv). The pump passed the functional testing, including the sleep current measurement, active current measurement and self test. No low battery alert, replace battery alert or replace battery now alarm noted during testing. Unable to confirm alleged high bgs. However, the customer experienced an unexpected power loss of less than 7 days per the pump history records. Power problem-battery loss confirmed problem isolated to the electronic assembly. Power problem-charge/battery lasts less than expected confirmed problem isolated to the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and also reported a low battery alert prior to replace battery alert. The customer reported a blood glucose value of 357 mg/dl. The customer visited to the ER (emergency room) and was treated with an insulin pump. The event involved product(s) mmt-7040a, mmt-332a, unomedical, mmt-1884. Troubleshooting was performed and the customer experienced the symptoms of headache. The customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. No product return is required for mmt-7040a, mmt-332a, unomedical. Mmt-1884 was requested and customer response was the device will be returned.